Event description:
The customer reported diluent fluid leaked within the unit involving unicel dxh 800 coulter cellular analysis system. The customer had on proper personal protective equipment (ppe): gloves, laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer stated the fluid stopped leaking thereafter. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered fluid leaked underneath the mix chambers and contained in the drip tray. The fse noted the mix chamber for nrbc exit port was slightly occluded from the stopper cores. The fse flushed all mix chambers and waste lines to remove any debris buildup. The fse verified system performance and quality control (qc) recovery. The unit conformed to the manufacturer's published performance specifications. Eval code: mix chamber. The customer has an exposure control/risk management plan at the facility. (B)(4).